Manufacturer narrative:
Additional information: b5 - description updated. D9 - product return. H3 - yes, evaluation. H6 - codes updated. Investigation results: a visual inspection of all pieces of the implant was made. On the fracture pieces of the interface- side the type of implant and the lot are clearly visible. On both sides damages and abrasion were found which are most probably secondary damages. In the next step, the fracture surface of the minor and the major piece were investigated . Here no hints for a material failure like inclusions, blow- holes or knit- lines were found. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specifications valid at the time of production. Currently there are no further complaints with this lot and error pattern at hand. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: the root cause for the problem could not finally concluded. The linear dent on the interface- side is a hint for levering with the instrument during insertion. The instructions for use (IFU: ta013625 2020-10, change no. 63523) points out to avoid levering or excessive force during insertion of the implant there is no indication for a material defect or manufacturing failure. Based upon the investigation results, a CAPA is not required.

Event description:
Update: the surgeon stated that he had continued hammering while the direction of insertion was slightly off when driving.

Event description:
It was reported that there was an issue with the product so118p- prospace xp implant 5° 8x8.5x22mm. According to the complaint description, the product broke when it was hit with the hammer. All damaged products and broken pieces were removed. Surgery was completed after the replacement with another product. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.